Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure a farawave catheter was selected for use. While tech was preparing device, excess torque was exerted on flush port. By the end of the procedure, the flush port broke off. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.